Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Regarding this issue a CAPA file #(B)(4) was opened. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (400040; adaptor ,040 hum,intl) available at the facility nor is being manufactured at the time; however regarding other customer complaints for this same issue, a CAPA file #(B)(4) was opened to perform a further investigation. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor does not fit properly to the flow meter. Thus, the adaptor broke.